Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported "left side leak," pain that travels down their arm, and nipple soreness." Patient additionally reported "lumps/lumping" not related to the device. Device remains implanted.